Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had vibration anomaly. Customer's blood glucose was 110 mg/dl. The customer stated that the device is still working it just won't vibrate. The customer stated he also ran a self-test and it did not vibrate. The customer was advised that the device would be replaced. Customer declined cot pump because his current insurance will not cover a new pump. Customer decided to continue the use of his pump since it is working.